Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a charging problem with an associated continuous beeping of the device. There was no report of pt involvement.